Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the battery cap was loose when secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/05/2015 with the following findings: the battery compartment was observed to be cracked in the thread area. The threads of the returned battery cap were found to be stripped. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). The reported issues were confirmed. A test battery cap, which was able to secure to the suspect pump case per the IFU, was used for the remainder of the analysis. The pump case was removed, and no evidence of internal damage or defect was found. The following findings are related to the battery compartment damage: evidence of moisture ingress was found on the inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.